Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection meropenem (intraperitoneally, 500mg in every bag and 500mg intravenously once daily) and injection amikacin (intraperitoneally, 125mg in every bag, frequency not reported) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).